Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. During revision surgery, the physician confirmed that the tubing leading from the pump to the balloon was disconnected causing fluid loss in the system. The pressure regulating balloon and the pump were replaced, and a cystoscopy was performed to confirm that the device was functioning properly. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.